Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. In response to the warning letter that united states FDA issued to ela medical (dated nov. 6, 2009), ela is filing this MDR at this time. (B) (4) the reported discrepancy between the total number of delivered shocks and the detailed statistic counters more likely resulted from data alteration; the origin of this alteration remains unk - it could be related to telemetry errors or ram alteration.

Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2007. Upon scheduled follow-up ((B) (6) 2007), some discrepancies were observed when reviewing shock statistics reports: statistics table reported 32 shocks, although there was no corresponding treated events in the therapy history nor stored treated episodes in holter memories. Moreover, the pt did not experience any shock.